Event description:
Customer alleged 3 flash code and chair will not drive. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp, serial number/date(B)(4) is approximately 2 years 9 months old. The owner's manual part number (B)(4) rev g ((B)(4)-2009) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the tdxsp power chair allegedly receives a 3 flash code then will not drive. Dealer will troubleshoot - was advised by invacare to try swapping the motor leads. No replacement parts have been order at time of incident report. No injury.